Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, at vessel ligation, green button was pressed but device would not fire: handle could not be squeezed. Both handle and reload were replaced to resolve the issue in order to complete the case. There was no patient injury.